Event description:
Event description guidant received information that at a routine follow up it was noted that several episodes of oversensing with noisy egms were detected. Physician was unable to reproduce the oversensing with a non invasive manuever. The out of service form indicates the lead was possibly fractured. A new lead was implanted.